Event description:
In 2007, a tibial lengthening procedure was performed on a late-teen pt (male). A lrs (limb reconstruction sys) was applied to the pt's tibia with four xcaliber bone screws. After about five months of treatment, the pt reported pain and upon x-ray examination the second proximal xcaliber bone screw was found to be broken at the point between the thread and shank. In a second surgery, the physician inserted an alternative screw. The broken piece remains in the pt and will be removed when the lrs is taken off. The pt reports no pain.

Manufacturer narrative:
The device was subjected to a visual check and the breakage type was clearly visible to the naked eye. The analysis found that the screw breakage occurred because of fatigue failure. Dr, orthofix international medical dir, determined that the xcaliber bone screw breakage could be attributed to the very different 'working lengths' of each set of bone screws, that is, the distance between the bone screw nearest to the fracture or osteotomy and the fracture or osteotomy itself. The working length of the distal screws is much greater than that of the proximal screws. The longer the working length, the more elastic the fixation; more rigid fixation occurs with shorter working lengths. Thus, the distal fixation is quite elastic and the proximal fixation quite rigid causing more bending forces to be transmitted to the proximal set of screws. The screw nearest to the osteotomy would be the most loaded screw which is why the breakage occurred in this case. Orthofix instruction leaflet recommends that the bone screws of an external fixator are about the same distance from the fracture on each side which ensures equal loading and a better healing outcome. This point is stressed further on in the operative technique for this type of treatment. From an analysis of orthofix records, this is the only returned prod of the 792 pieces, already on the market, with the same batch number. Orthofix failure analysis concludes that the breakage is most likely attributed to the conditions of use of the device and in particular to an incorrect application of the device.